Event description:
It was reported by the customer, the evis exera iii xenon light source presented a b30 communication error message while being used with a scope. The issue was found before the procedure. No patient harm reported. The issue had to do with a flooded scope. The scope, along with ten (10) other scopes were reprocessed in an endothermo disenfector (etd4). The etd4 presented an e311 error message. Eight (8) scopes had been left to dry and were operable. Three (3) scopes were sent to olympus for repair.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the water invasion of the endoscope was confirmed by the service department, resulting to a communication failure between the scope, the light source, and the processor, and a b30 error was displayed. No further information could be obtained. Olympus will continue to monitor field performance for this device.